Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information in a voluntary medwatch (mw5102535), alleging the patient reported blood cancer related to a CPAP device's sound abatement foam. The medical intervention that the patient received in response to this event are currently unknown. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6, health effect - impact code has been corrected and type of investigation, investigation findings investigation conclusions has been updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have blood cancer. The medical intervention that the patient received in response to this event are currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.